Manufacturer narrative:
Product complaint #: (B)(4). The device will not be returned for analysis and therefore, no further investigation can be performed at this time. A manufacturing record evaluation was performed for the finished device l15982 number, and no non-conformances related to the reported complaint condition were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Section b5: additional information received indicated that the device was used and prepped as per the instructions for use. The target vessel being treated was the intracranial cranial artery. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of an aneurysm, a 5mm x 15cm galaxy g3 coil (gly120515, l15982) was used but it was not able to be detached. The detachment button was pressed several times, but the issue continued. It was replaced with another coil and the procedure continued. There was no report of patient injury. Additional information received indicated that the device was used and prepped as per the instructions for use. The target vessel being treated was the intracranial cranial artery. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. A manufacturing record evaluation was performed for the finished device l15982 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil ¿ failure to detach¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. The exact cause of the event could not be determined; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of an aneurysm, a 5mm x 15cm galaxy g3 coil (gly120515, l15982) was used but it was not able to be detached. The detachment button was pressed several times, but the issue continued. It was replaced with another coil and the procedure continued. There was no report of patient injury.